Event description:
It was reported that a malfunction occurred on the pump, specifically a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.